Manufacturer narrative:
Multiple patient involved in the study. Implantation date is unknown. This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: andersen, m.r. Et al. (2018), randomized trial comparing suture button with single syndesmotic screw for syndesmosis injury, the journal of bone and joint surgery, vol. 100, number 1, pages 2-12 (norway) http://dx.doi.org/10.2106/jbjs.16.01011. The purpose of this study was to compare clinical and radiographic results after stabilization of an acutely injured syndesmosis with an sb with the results after use of one 4.5-mm quadricortical ss. The hypothesis was that there would be no difference between the 2 treatment methods. A total of 49 patients (30 males and 19 females) were treated with a fully threaded, self-tapping, 4.5-mm cortical syndesmotic screw (synthes). The average follow-up was 2 years. The following complications were reported as follows: patient 10 had a medial malleolar screw removal, arthroscopic debridement and re-fixation of syndesmosis at 11 months because of symptomatic recurrent syndesmotic diastasis and medial discomfort. Patient 17 had syndmeotic screw replacement at day 1 because of breakage, another syndesmotic screw at 3 days because of unacceptable screw placement, and plate and sydesmotic screw removal at 6 weeks and multiple wound revisions because of wound infection. Patient 35 had multiple wound revisions at 6 weeks and plate removal at 4 months because wound infection. Patient 45 had arthroscopic debridement and re-fixation of syndesmosis because of symptomatic recurrent syndesmotic diastasis. Patient 68 had syndesmotic screw removal at 8 weeks because of screw loosening and migration. Patient 84 had syndesmotic replacement at 4 days because of unacceptable screw placement. Patient 89 had re-fixation of syndesmosis at 6 weeks because of screw loosening and symptomatic recurrent syndesmotic diastasis. Patient 91 had re-fixation of syndesmosis at 4 months because of symptomatic recurrent syndesmotic diastasis. This report is for a fully threaded, self-tapping, 4.5-mm cortical syndesmotic screw (synthes). This is report 9 of 10 for (B)(4).